Manufacturer narrative:
Zimmer biomet complaint # cmp-(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of the acetabular cup, the threaded tip of the impactor fractured off inside the cup threads. The fractured piece could not be removed from the cup; however, the liner seated without difficulty and the procedure was completed without delay or patient injury.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.